Event description:
It was reported by the customer that while a patient was being unloaded from an ambulance, the cot dropped. There were no reported adverse consequences that required medical intervention.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.